Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of pain at the implantable cardioverter defibrillator (ICD) pocket site shortly after it was implanted. The patient went back to work against medical advice and did heavy lifting. It was further reported that the patient presented to the emergency room (ER) with complaints of weight gain, edema and pain around the device. The device had migrated within the pocket causing pain at the implant site. There was visible lateral pressure point on the pocket incision. The pocket was revised with the device remaining in use. The patient is enrolled in the pacs cvg clinical study. No further patient complications have been reported as a result of this event.